Manufacturer narrative:
Once the device is received, we will conduct an investigation and provide our findings in a follow-up report.

Event description:
It was reported that after preparation (flushing) for the procedure, the device showed a leak at the proximal end of the handle.